Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: the pt file generated after implant software upgrade showed inconsistent dates of recorded episodes, because the time reference used to calculate these dates had been erased during the upgrade. The correct dates can be found in the file automatically generated by the programmer before the upgrade. Since correct dates for follow-up period recorded episodes can be retrieved, no correction of this programming software anomaly is planned.

Event description:
During the routine follow-up of the device involved in this report, one of the recorded episodes had a wrong date. In one of the files saved by the programmer, the date of this episode was correct. It should be noted that the embedded software was upgraded during this follow-up.